Event description:
The customer reported that medics came to get him, was rushed to the emergency room and was admitted to the hospital on (B)(6) 2022 at 05:00 due to a low blood glucose and going into a diabetic coma. Blood glucose at time of event was 22 mg/dl. Blood glucose at time of the call was 114 mg/dl. Customer alleged over delivery due to blood glucose going down for no reason since no bolus was given before event. Customer got assisted programming the pump during the call. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event.

Manufacturer narrative:
(B)(4). Customer concern: recalls insulin dripping or squirting from end of set before connecting at their site, patient disconnected during the rewind. Evaluated 1 open/used reservoir (1.0 ml of clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per inspection: no occluded, no leakage anomalies were found during test (before connecting; did not continue dripping or squirting insulin). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.